Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra2 meter is giving an apply sample message. On july 28, 2008, this medical affairs specialist contacted the reporter to clarify info obtained during the initial phone call. The reporter tests the pt's blood glucose 3-4 times per week and controls her diabetes with pills, diet, and exercise. At an unspecified time on ten days prior to original date before the reported issue began, the pt reportedly had symptoms described as "acting strange and could not walk, fever." Reportedly, the reporter attempted to test the pt's blood glucose in the afternoon, received the apply sample message, and eventually obtained a reading of "287 mg/dl" on the subject meter. Within one hour of the onset of the reported issue and the "287 mg/dl," the reporter reportedly took the pt to the hospital because of the aforementioned reported symptoms. At an unspecified time, the pt was reportedly admitted into the hospital. The pt claimed he obtained a blood glucose reading of "40 mg/dl" on the ER/hospital meter and was allegedly treated with IV fluids. At the time the pt was admitted into the hospital, the pt was diagnosed with hypoglycemia, urinary tract infection, and dehydration. The pt was eventually discharged on five days later. The doctor advised the reporter to provide the pt with half the diabetes medication regimen as the pt was on antibiotics for urinary tract infection and to test the pt at least once per day. During troubleshooting, the customer care advocate discovered that the pt was using expired test strip dated 10/2007. The reported issue could not be resolved with training, as the reporter did not have any test strips. This complaint is being reported because the reporter claimed, the pt received treatment for hypoglycemia by the hospital after receiving an elevated blood glucose reading one hour earlier. Although the aforementioned symptoms preceded the onset of the reported issue, there allegedly was an one-hour delay in the treatment for hypoglycemia at the time of concern. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.